Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the provided a letter of recommendation from their dentist. In the letter the dentist states patient presented for comprehensive exam/evaluation for orthodontics. Patient has been unable to tolerate byte aligner use due to tmj associated with the device. Patient could not sleep due to jaw pain and tried use during the waking hours but noticed popping and clicking of right jaw along with soreness to the teeth. This resolved when they discontinued use of the aligners. At exam patient had no popping or clicking noted with opening/closing bilaterally. Due to the positioning of patient's teeth and very limited arch space, would only recommend this patient have traditional bracket and wire orthodontics. As the byte aligners are not initially vetted by dental professionals, and due to the patient's tmd and position of dentition, I would not recommend patient to continue with aligner treatment, and she will need to be referred to a board certified orthodontist for future orthodontics.